Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. At the time of report, the customer's blood glucose level was 145 mg/dl. A new cartridge was loaded to address the event and the customer continued to use the pump for insulin therapy.